Manufacturer narrative:
(B)(4). A device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "right -side deflation."

Event description:
Healthcare professional reported left side no complaint against the device. "Valve delaminated from shell" was observed during surgery. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, and red particles on the shell. Leak test and microscopic analysis was performed which identified: the unit does not leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - no delamination was observed. - no openings were observed on the device.

Event description:
Healthcare professional reported left side no complaint against the device. "Valve delaminated from shell" was observed during surgery. The device has been explanted and replaced.